Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were going to seek emergency medical assistance due to over bolusing and ending up with 16.1 units of active insulin. The customer thought they received bolus not delivered messages and gave multiple boluses. The bolus not delivered alerts were not found in pump history and the customer was unsure of what the alerts stated. The customer was at 130 mg/dl at the time of the call. The customer stated the time and date on their pump was incorrect. The customer's pump had been set up by a trainer the previous day and the customer had not changed anything. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had to drive to the emergency room. The insulin pump will not be returned for analysis.